Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 attempts have been made to gather all product identification information and no further information has been provided. The event is confirmed. Visual examination of the returned product identified signs of use (gouges) and confirming complaint is fractured, not all pieces returned. Dimensional analysis of the product determined that the product, where measured, was conforming to its print specifications. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tibial trial fractured while removing device. The surgical technique was utilized. There was no surgical delay. There were no foreign bodies retained. Attempts have been made and all available information has been provided.